Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2010. It was reported that he is without stimulation and unable to communicate with the ipg via the charging system. Additionally, the pt has allegedly experienced heating at the ipg site when recharging the device (ref MFR report # 1627487-2010-03844) and pain near his spine when the stimulation is not in use. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on the pt found that the replacement charging system did not resolve these issues, and that he is in constant pain. Efforts to schedule an appointment for further interrogation are currently underway.